Event description:
Tech alleged that when the brakes were engaged the casters would still swivel.

Manufacturer narrative:
Tech found that the casters were worn due to age and needed to be replaced. He replaced the casters and the brakes functioned properly. The stretcher was found in the ER, and there were no alleged injuries.